Manufacturer narrative:
(B)(4)

Event description:
It was reported that the sensor was producing shock. The product was evaluated. An external visual inspection was performed and passed. An attempt to pair the device with the nordic bluetooth was performed and failed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was overheating. The sensor was inserted into the upper buttocks on (B)(6) 2023. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.